Event description:
The reporter stated that the surgeon was advancing a cc4204bf single piece collamer lens in the injector and the lens tore, so the surgeon decided not to use it. No patient contact or injury. This is one of two incidents that occurred on this same patient. See MFR. Report number 2023826-2006-01758.

Manufacturer narrative:
H6: evaluation codes: results: (other) - a visual inspection of the returned product shows one plate haptic and a portion of the optic torn off & missing. There is clear surgical residue on the lens. Conclusions: - no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector & cartridge were not returned for evaluation.